Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient contacted lifescan in 2007 and alleged that her one touch ultramini meter was not powering on. The medical affairs specialist was unable to reach the patient after several attempts via phone. A letter was sent to the lay user/patient. The patient reported that the alleged issue first occurred on the same month, at night (exact time not provided). She also mentioned that she had a severe headache, itching, and eyes were bothering her. However, she reportedly took no diabetes treatment actions following the issue and did not receive/require any medical treatment or intervention. At the time of troubleshooting, it was verified that this was not a new product and that the patient was using the correct test strips. The meter did turn on when the power button was pressed, however, it did not power on when the test strip was inserted all the way into the meter. Based on the information provided, there was no misuse of the product. This complaint is being reported because the patient claimed that she experienced symptoms suggesting of hyperglycemia after the reported issue began. The issue was not resolved with the test strip insertion. Replacement products were sent to the lay user/patient.